Event description:
It was reported that during set up for a procedure, the grasper was broken. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 has wear from sterilization and use, the laser etchings are legible. The grasping jaws at the distal end are deformed. Device 2 has wear from sterilization and use, the laser etchings are legible. The grasping jaws at the distal end are in their original position. A functional evaluation of the returned devices finds: device 1 the grasping jaws at the distal end are unable to close completely and will not hold test material. The device does not articulate freely. Device 2 the grasping jaws at the distal end are able to grasp the test material appropriately. The device articulates freely. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include wear due to continued use of the device over time, rough sterilization processes, or excessive force during use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.